Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that while supporting the patient during intra-aortic balloon (iab) therapy in the coronary care unit, a leak occurred. The iab developed a leak with blood inside the line. No blood reported on the outside. An alarm signaling "gas leak" was noted. Pumping stopped and the console was turned off. The iab was removed. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and one leak was detected on the membrane approximately 1.8cm from the rear seal measuring 0.03cm in length. The evaluation confirms the reported alarm, gas leak & leak, blood in tubing problem. The reported alarm, gas leak & blood in tubing problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that while supporting the patient during intra-aortic balloon (iab) therapy in the coronary care unit, a leak occurred. The iab developed a leak with blood inside the line. No blood reported on the outside. An alarm signaling "gas leak" was noted. Pumping stopped and the console was turned off. The iab was removed. There was no reported injury to the patient.